Event description:
Seven days post-op, a pt arrested on the ICU floor. The surgeon needed to re-open the chest on the ICU floor to deliver cardiatric massage for cardiac tamponade. Surgeon reported that re-entry was delayed due to multiple factors, including difficulty of cutting around the plate.

Manufacturer narrative:
Under investigation, follow up report with evaluation codes will be provided.